Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to respond appropriately. The original complaint of the ok button's intermittent response was not confirmed or duplicated. There was evidence of contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed a dim/faded display screen, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.